Manufacturer narrative:
Additional information (30-dec-2024): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) recovered within the customer¿s expected ranges, indicating that the enzymatic creatinine_3 (ecre3) assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a service method testing, which indicated a possible issue with the reaction cuvettes that were recently replaced by customer. The visual inspection by cse revealed that the cuvette segments were loose. Then, the cse reseated and tightened the cuvette segments, performed service method testing and precision testing, which recovered acceptably. Siemens evaluated the event and determined that the loose/misaligned cuvettes potentially contributed to the erroneous ecre3 result. The customer is operational. The instrument is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect siemens investigation. Initial MDR 2432235-2024-00355 was filed on 20-dec-2024. Correction: sections d1, d2, and d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 has been left blank as the device manufacture date for the instrument is not available. Section h8 has been updated to reflect the usage of device for the instrument.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed enzymatic creatinine_3 (ecre3) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained an erroneously depressed enzymatic creatinine_3 (ecre3) patient sample result on an atellica ch 930 analyzer. The erroneous result was reported to the physician and was questioned. The same sample was reprocessed on an alternate atellica ch 930 analyzer. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed enzymatic creatinine_3 (ecre3) result.